Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complainant, during preparation when the guidewire was removed from its undamaged hoop, the physician noted that the metal corewire was protruding from the pebax tip. The procedure was completed with another of the same device with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the tip of the guidewire had detached, revealing the tip of the corewire. There was no damage noted to the corewire or to the ptfe coating. The event suggests that handling factors during the clinical attempt may have caused and/or contributed to the distal tip damage; therefore the most probable root cause is "handling damage." A DHR (device history record) review was performed and no deviation was found. No other complaints reported for lot number 14297581.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2011. According to the complainant, during preparation when the guidewire was removed from its undamaged hoop, the physician noted that the metal corewire was protruding from the pebax tip. The procedure was completed with another of the same device with no patient complications. The patient's condition has been described as stable.

Manufacturer narrative:
Reported event of tip detachment. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.